Manufacturer narrative:
Product event summary:the distal portion of the lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a spike in impedances as well as multiple short interval counts (sic), indicative of a possible lead fracture. Approximately 15 non sustained ventricular tachycardia (nsvt) were noted since (B)(6) 2013. The physician is monitoring the lead, and the patient has been provided with a magnet and instructed in its use. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient received three inappropriate shocks due to oversensing. The rv lead also displayed high impedances and a confirmed fracture. The sic counter was greater than 50,000 since (B)(6). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient also had intermittent capture.